Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the device was examined and found physical damages. Additionally, the driveshaft exhibits binding and resistance. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 22 jul 2006. It has exceeded its expected service life of 5 years and is more than 11 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. After replacement of the processor board and the damaged components, the clutch plate was deburred. The device was further tested and passed final specification without further issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. The issue was observed during shift check. No patient involvement.